Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to turn on the scs system and diagnostics determined invalid impedances. Also, x-rays determined fracture in the lead at anchor site. As a result, the scs system will be explanted at a later date. The patient has two leads with the same lot number.